Event description:
It was reported the patient experienced their heart racing and beating hard due to diaphragmatic stimulation from their left ventricular (lv) lead. The lv lead polarity was reprogrammed successfully and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1qq bi-ventricular defibrillator, (B)(6) 2014; 6935m62 lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.